Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was no confirmed. The tip of the returned probe was not bent as was reported. Also, with markers attached and fully seated, the probe returns good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, there was an inaccuracy with the cervical probe. The probe had a bent tip. The procedure was completed without using the cervical probe with inaccuracy. The magnitude and direction of the inaccuracy was unknown. There was no reported surgical delay or impact to patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, there was an inaccuracy with the cervical probe. The probe had a bent tip. The procedure was completed without using the cervical probe with inaccuracy. The magnitude and direction of the inaccuracy was unknown. There was no reported surgical delay or impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the amount of inaccuracy noted was one.